Event description:
The ICD was replaced due to abnormal atrial impedance. The physician repeated three times the connection and disconnection of the lead with the same issue. Electrical parameters of the atrial lead were tested with the psa and normal results were obtained. Same results were obtained with the ICD after having connected the ventricular lead into the atrial port. Reportedly, the screwdriver was inserted correctly.

Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Manufacturer narrative:
(B)(4).

Event description:
The ICD was replaced due to abnormal atrial impedance. The physician repeated three times the connection and disconnection of the lead with the same issue. Electrical parameters of the atrial lead were tested with the psa and normal results were obtained. Same results were obtained with the ICD after having connected the ventricular lead into the atrial port. Reportedly, the screwdriver was inserted correctly.